Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to explant the ipp, and the doctor found a crack in the pump connecting tube. A new ipp was implanted, and the patient has improved. There were no patient complications reported.

Manufacturer narrative:
Correction made to b3 date of event and a2 age at time of event. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the cylinders identified wear in a fold at the proximal end of one of the cylinders. A hole was found on the proximal end of this cylinder that was consistent with sharp instrument damage. Both cylinders presented tool marks at the proximal end. The cylinders passed the leak and pressure testing performed. The pump was inspected and there were no visual abnormalities present. The pump passed the leak testing but did not pass the activation testing. Evaluation of the reservoir found no visual abnormalities and passed the leak testing. The connecting tube was not returned for analysis, so the reported observation was not able to be confirmed. Based on the information available, conclusion of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to explant the ipp, and the doctor found a crack in the pump connecting tube. A new ipp was implanted, and the patient has improved. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.